Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device had cracked reservoir tube lip and scratched screen, several boluses were programmed and delivered properly.

Event description:
It was reported that the customer's insulin pump stops without giving any delivery and any alarm. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.